Event description:
Rptr had laser surgery on his left eye in 11/94 and on his right eye in 12/94 to correct myopia. He is having a major problem with his right eye which began immediately after surgery. When he uses only his right eye, he has double vision, with the second image at 5:00 and about half as bright as the first image. He also gets a halo effect and starbursts. He does not have any pain. He was sure there was a significant difference when he had a refraction exam done about three months after surgery to get a prescription for new glasses. The vision in his right eye is 20/40 while left eye is corrected to 20/30. He asked the doctor if there was any way to correct this. The dr said he could not see any abnormality and did not know the cause. Rptr knows the burn is done a little off-center but feels it is significantly off-center.